Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to dilate a 99% in-stent restenosed lesion located in the severely tortuous and moderately calcified distal right coronary artery (rca). The restenosed stent being treated was another manufacturers' previously placed stent. Vascular access was obtained through the femoral artery. This 2.50x15mm maverick balloon catheter was advanced across the lesion without resistance. Once across, the balloon ruptured on the first inflation at 6 to 7atms. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood present in the distal outer. The device was attached to an inflation unit and pressurized, at which point it was determined a pinhole was present in the balloon material. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to dilate a 99% in-stent restenosed lesion located in the severely tortuous and moderately calcified distal right coronary artery (rca). The restenosed stent being treated was another manufacturers' previously placed stent. Vascular access was obtained through the femoral artery. This 2.50x15mm maverick balloon catheter was advanced across the lesion without resistance. Once across, the balloon ruptured on the first inflation at 6 to 7atms. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".